Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Care of a patient with 4 x 8mm cannulated viper screws, expedium. In proposing the 4 screw - after disconnecting the screwdriver got of k wire - enormous difficulties to recoup the screwdriver - screw was inserted then only up to half. Then, insert a rod - locking of the construct with a si cap - introduce the screw about turning the rod. Remove 2 screws on the side - this enormous problems, to be able to tighten the cap of the construct - conclusion, providing a longer rod down the 2 segments. After op control CT-> finding a malposition exactly this screw. It is a revision on the coming (B)(6) 2016. Organization of removal tools on (B)(6) 2016. Only possible conditional provision of removal tools. Surgeon assumes that this screw without problems is to remove. Revision (B)(6) 2016: the revision took place on (B)(6) 2016. According to mr dr. (B)(6) not the faulty - faulty - screw the screw was but to place, above. Regardless, the defective bolt was removed. Intraoperatively turned out to be the following: was fixed at the initial op the rod to the defective screw by cement! The female, as well as the screw drive were defective, the screw drive was round, so that the screwdriver had no support. Also, the poly axiality was not lifted by insertion of the bar as well as fixation with si innie. The experiments with normal instruments which out tightening screw, were unsuccessful due to the defective screw drive. To grab the screw attempts with me instruments - left - hand thread - were also unsuccessful. Was this out shot with a flat pair of pliers more or less with lots of power.

Manufacturer narrative:
Device available for evaluation?, device evaluated by MFR?, evaluation codes: corrected data. One (1) viper poly screw 8x40mm ti was returned for evaluation. Visual examination of the viper poly screw revealed that the tulip head threads are torn/peeled, consistent with the forced removal of the screw. It is also noted that the drive feature inside the polyaxial screw is stripped. The exact part and lot number combination is unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. No emerging trends were found requiring further actions. In general, patient factors that may affect the performance of the components include: patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. With the provided information, the investigation could not confirm any alleged product failure as the damage is consistent with the forced removal of the screw. It is not suspected that the product failed to meet specifications. As there has been no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.